Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# va0q8pk, product type: lead.

Event description:
A company representative (rep) reported on (B)(6) 2016 during an intraoperative procedure stating that there were impedances over 10,000 (ohms), and that the proximal end of the lead looked like it might be damaged. The rep provided additional information on (B)(6) stating that the new lead was visibly damaged during implant testing. An impedance check was conducted and verified the damage. The lead was replaced at that time. There were no related patient symptoms reported.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# va0q8pk, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.